Event description:
It was reported that the patient had consumptive coagulopathy which appeared almost immediately after initiation of extracorporeal life support (ecls) and persisted throughout the run, while there was no evidence of coagulopathy prior to ecls. A review of the patient¿s chart also showed minimal improvement with circuit changes, followed by rapid resolution after liberation from ecls. Based on this pattern, it raised the question of whether this was less consistent with a pre ecls systemic inflammatory consumptive process and more suggestive of a possible circuit related issue.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.